Event description:
Per the clinic, the patient experienced no sound perception with device use due to migration of electrode array. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 9, 2022.

Manufacturer narrative:
Correction: the initial MDR submitted on march 9, 2022 was filed inadvertently. No migration of electrode array has occurred. This is a complication caused by incorrect positioning of implant. This report is submitted on april 27, 2022.